Event description:
During a pta/ stenting treatment procedure, deployment difficulties were encountered. During deployment of the sentionol nitinol biliary stent to the target lesion, the stent jumped from the iliac artery to the aorta, consequently, a second biliary stent was advanced and successfully implanted. No patient injuries or complications were reported. Patient status is reported as 'stable'.